Manufacturer narrative:
Section h6: updated codes for component, investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update: upon investigation of the actual device used in this incident it was determined that the muscle wire on row was broken. A field service engineer replaced the rowtray. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that pyxis medstation es system drawer pocket was unrecoverable and displayed an error message. The customer reported that the problem arose during the process of administering medication to a patient. There were no adverse events or injuries reported based on this event.